Event description:
The sister of a customer reported a delivery delay with a replacement freestyle libre sensor. The replacement device was issued as customer had reported a "scan again in 10 minutes" message for 2 hours or more. Due to delivery delay, caller reported the customer experienced an adverse event, caused by mistreatment with insulin instead of glucose. The customer subsequently experienced vomiting, panic, and lost consciousness. The customer was provided unspecified treatment by a third-party, and additional treatment of glucose injection from paramedics. The customer was transferred to hospital but further treatment details were not provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However, without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The sister of a customer reported a delivery delay with a replacement freestyle libre sensor. The replacement device was issued as customer had reported a "scan again in 10 minutes" message for 2 hours or more. Due to delivery delay, caller reported the customer experienced an adverse event, caused by mistreatment with insulin instead of glucose. The customer subsequently experienced vomiting, panic, and lost consciousness. The customer was provided unspecified treatment by a third-party, and additional treatment of glucose injection from paramedics. The customer was transferred to hospital but further treatment details were not provided. There was no report of death or permanent injury associated with this event.